Event description:
It was stated that the patient underwent a posterior surgical procedure at l3-5 to treat a burst fracture at l4. It was reported that after breaking off the setscrews the surgeon loosened the screws to perform additional adjustments, such as derotation. After completion of adjustment, he used the obturator for final tightening of the set screws which had been broken off already, and the tip broke off of the obturator. The surgeon retrieved the fragment and completed the procedure without any further incident. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visually confirmed approximately 3mm of the instrument tips have been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, with plastic deformation of remaining portion of the tip, just below the fracture. Dimensional inspection of the tip diameter confirms conformance to print specification.